Event description:
It was reported that code 1005 had appeared for this implantable cardioverter defibrillator (ICD), indicating the device exhibited high out of range shock impedance. Boston scientific technical services (ts) provided potential cause and a resolution option. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that code 1005 had appeared for this implantable cardioverter defibrillator (ICD), indicating the device exhibited high out of range shock impedance. Boston scientific technical services (ts) provided potential cause and a resolution option. The device remains in use. No adverse patient effects were reported. Additional information indicates that the patient is transitioning into hospice care. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that code 1005 had appeared for this implantable cardioverter defibrillator (ICD), indicating the device exhibited high out of range shock impedance. Boston scientific technical services (ts) provided potential cause and a resolution option. The device remains in use. No adverse patient effects were reported. Additional information indicates that the patient is transitioning into hospice care. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced due to normal battery depletion. The device was returned for analysis. No additional adverse patient effects were reported.